Manufacturer narrative:
Failure analysis noted that the pump had a blank display due to corroded electronic assembly. The pump had cracked case at lcd window corners and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported blank display. The incident was reported via phone call. Blood glucose at the time of incident was 102mg/dl. The customer stated that the pump was not turning off after battery replacement. Troubleshooting was not performed. The device was returned for analysis.